Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was leaking. The customer returned one catheter piece. The returned catheter piece was visually examined with and without magnification. Visual examination of the returned catheter piece revealed the proximal end was returned as the proximal tip is still intact. The likely most distal end appears to have been cut. A dimensional inspection was performed on the catheter using a ruler (10171599). The returned catheter piece measures approximately 7.6cm. It appears approximately 80.9cm is missing based on the specification of 88.5-91.5 cm per graphic kz-05400-002 rev. 09. A functional leak test was performed per amrq-000017 section 7.5 rev. 7 using the returned catheter with the lab leak tester (c05176). The proximal end of the returned catheter piece was inserted into a lab inventory snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock adapter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The likely distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. No leak was observed from the returned catheter piece. Specifications per graphic kz-05400-002 rev. 9 were reviewed as a part of this complaint investigation. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. All epidural catheters are tested for leaks at the time of manufacturing. A device history record review performed on the epidural catheter showed no evidence to suggest a manufacturing related cause. The customer only returned 7.6cm of a catheter. Functional inspection of the returned catheter piece did not reveal a leak. The reported complaint of epidural catheter leaking could not be confirmed based upon the sample received. The customer only returned one catheter piece measuring approximately 7.6cm. The returned catheter piece appears to have been cut. Functional inspection of the returned catheter piece did not reveal a leak. All epidural catheters are 100% tested for leaks at the time of manufacturing. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. Therefore, the potential cause of this complaint could not be determined.

Event description:
It was reported that solution leaked from the catheter during a inflation test. The user found a hole near the tip of the catheter, so that opened a new kit instead.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that solution leaked from the catheter during a inflation test. The user found a hole near the tip of the catheter, so that opened a new kit instead.